Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.2 right was rail not moving. The customer report that nursing could not access medications from rows d and e, went onsite and fully pulled out the drawer, observed right rail not moving when pushing drawer back in and had to manually push rail to close, destocked an item from row e and reproduced same issue with rail failing to move, confirming drawer rail malfunction impacting rows d and e. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.2 right was rail not moving. A field service engineer shut down station, replaced damaged bumper rails, reset connections, rebooted station, removed all cubies, cleared debris under cubies, and confirmed proper operation after maintenance. The system functioned as intended after the field service engineer repaired the device.